Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leak. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, light guide lens was corroded, and the most likely cause was component failure. There was no patient involvement.